Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced as it was fractured. This fracture occurred 6 months after original implant date, the patient suffered a chest trauma that caused this damage without any further adverse event. This lead was in mode vvi since then. X-ray was used to confirm this issue. No additional adverse patient effects were reported.